Event description:
A report was received stating that the cuff, of the listed device, was not sealing the pt's trachea and was allowing secretions to enter the pt's lungs. The user facility was not sure if the cuff was leaking or if the cuff wasn't large enough to seal the trachea. The tracheostomy tube was replaced. No permanent adverse effects to pt have been reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.